Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced frequent low blood glucose readings while using the ilet, with records indicating that all lunches were announced as ¿less,¿ a total daily dose of 17 units, a typical lunch bolus of 4 units, and several instances where meal announcements appeared to be used to attempt corrective dosing; the user reported limited prior training, received educational materials, and was referred to field support. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included review of device data and user-reported history. Investigation of this case revealed no device malfunction, with use-pattern concerns identified related to meal announcement behavior and user training needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.